Event description:
It was reported the case has physical damage. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken and contaminated. It was also noted that the ring cover, two side bail covers, ring and two side bails were missing, the battery release, main printed circuit board (pcb), two pcb screws, and battery drawer were contaminated, the lead flex cover was broken, the battery contacts were compressed, the keyboard pad was cosmetically damaged and the display was out of specification with pixel segments missing.